Event description:
This male peritoneal dialysis patient¿s spouse advised the patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2026, the patient reported to the pdrn that he had cloudy pd fluid and abdominal pain. The patient was instructed to take a dose of antibiotics and then was sent to the emergency room (ER). The patient was diagnosed with peritonitis. The patient was admitted to the hospital. Pd effluent cultures were drawn. The patient started antibiotic therapy with vancomycin and ceftazidime (route, dose, frequency, and duration not provided). The patient¿s white blood cell count was 6230 with pmn 825. The culture was negative for growth after 3 days. The patient is currently completing continuous ambulatory peritoneal dialysis (capd) during the hospitalization. The patient requires an adequacy check to see of his kru declined. The patient prefers to remain on manual exchanges. The patient remains hospitalized. The cause of the peritonitis event has not been determined. The pdrn stated the patient has had several recent health issues including time spent at a skilled nursing facility for physical therapy and epistaxis with nasal packing the day prior to the hospitalization.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no allegation of a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The culture resulted in negative growth, but the patient began antibiotic therapy prior to the culture being collected. ¿unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms.¿ although the cause of the peritonitis event was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The patient¿s recent health issues could have played a contributing role in the cause of the peritonitis event. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.